Manufacturer narrative:
Unexpected battery power loss not found during testing. Insulin pump passed the displacement test, the sleep current measurement and the active current measurement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump did not had low battery alert prior to replace battery alarm. The customer¿s blood glucose was unknown at the time of the incident. Customer states this was second occurrence of replace battery alert without a low battery warning. The customer was advised that insulin pump will need to be replaced. The insulin pump will be returned for analysis.